Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the right atrial (ra) lead channel. Technical services (ts) reviewed the reports and noted that the impedance was jumpy and jumped to a high out of range impedance value. Additionally, there was farfield oversensing of ventricular signals on the atrial channel in an atrial tachy response (atr) episode. Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the right atrial (ra) lead channel. Technical services (ts) reviewed the reports and noted that the impedance was jumpy and jumped to a high out of range impedance value. Additionally, there was farfield oversensing of ventricular signals on the atrial channel in an atrial tachy response (atr) episode. Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.